Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400) coil and a penumbra coil 400 detachment handle. During the procedure, the physician attempted to detach a pc400 coil using the detachment handle; however, was unsuccessful. The physician reported that the detachment handle being used was previously used and re-sterilized for the procedure. The physician then used a new detachment handle and attempted to detach the pc400 coil again; however, was unsuccessful. An attempt to manually detach the coil was also attempted but was unsuccessful due to resistance. The physician decided to remove the pc400 coil from the patient and the procedure continued successfully using a third detachment handle, six pc400 coils and eight coils from another manufacturer. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. (B)(4). Device not available for return.